Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised: first implantation was (B)(6) 2016; (B)(6) 2017, the patient felt a slight discomfort; (B)(6) 2017, arthrocentesis; (B)(6) 2018, the patient still has discomfort; (B)(6) 2018, aseptic loosening confirmation.